Event description:
Event description guidant received information that this lead was an attempted implant. Placement difficulties were experienced as the lead became stuck in the svc. Fluoroscopy revealed the tip of lead was bent. A guidant technical services consultant recommended not implanting this lead. Therefore, the lead was explanted and returned for analysis. A new lead was utilized without further incident.